Event description:
The implanted device was explanted, replaced with a new pump, and returned to the manufacturer for analysis. Implant duration of the explanted pump was 40 months, and there was a report of withdrawal experienced by the patient. The pump was programmed to deliver morphine 25mg/ml at 3mg/day. Implanted device troubleshooting was done prior to replacement surgery. A catheter dye study, and pump rotor study were reported to be negative for identifying a device issue. Final device analysis results, and patient outcome were not available at the time of this report. A follow-up report will be sent when new information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete at the time of this report. A follow up report will be sent when the analysis results become available.